Manufacturer narrative:
Additional information received from the customer on (B)(6) 2016: the drain was placed on (B)(6) 2016 at 1730 on an (B)(6) female patient. The pole mount was presumably used shortly thereafter. The reported incident occurred on (B)(6) 2016 at 0815. The length of time the product was in use before the incident occurred was approximately 15 hours. The type of integra drain system (product ID with lot number) was unknown. Approximately 24 cc of csf over drained. The patient had a severe headache and sweating, and was immediately placed flat in bed. The symptoms resolved rapidly. A stat head CT was done without any evidence of change. Notification was placed on the pole to secure the mount very tightly. The product was continued to be used. Integra has completed their internal investigation on 18mar2016 the product was not returned for evaluation. A photo of the referred clamp mounted on a pole was sent. Also pictures of different clamp designs were included with the intention of suggesting modifications to improve the clamp¿s design review of device history record: no lot or catalog number was provided. A review of complaints history from february 2014 to february 2016 revealed there was no other complaint related to ¿drain slipped off pole mount¿ for pole mount product family. The complaint occurrence rate for this type of incident is (B)(4). The device was not returned to confirm the failure. There is no indication of clamp malfunction. The reported event seems to be related to under tightening of the locking screw.

Event description:
The drain slipped off the pole mount after being secured. Cerebrospinal fluid (csf) was overdrained and the patient required treatment. The mounting bracket clamp surface area was too small, approximately the size of the screw head. Additional information has been requested.